Event description:
The clinic reported that a laser vision correction patient presented with stage IV diffuse lamellar keratitis (dlk) in both the eyes one week post treatment. The patient complained about decreased vision from day one and lacquer crack striae were noted inferior and temporally in both eyes. A flap lift and rinse was performed. Oral steroid (medrol) was prescribed and topical steroid dosage was increased. There was loss of best corrected visual acuity (bcva) for both eyes. Pre op bcva both eyes: 20/20. Post op bcva both eyes: 20/50.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.